Event description:
Complainant alleged that while attempting to defibrillate a patient. The device delivered two shocks but on the third attempt, a popping sound was heard and the device would not charge. Subsequently, the device displayed a "defib fault 78" message. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.